Manufacturer narrative:
Date of event - month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat the entire great saphenous vein(gsv) as per IFU without any deviation. The catheter tip was reported to have been 5cm caudal to the sapheno-femoral junction (sfj) prior to delivery of adhesive. Local anaesthetic was used with full closure of the gsv using approximately 1cc of glue. It was reported the patient attended a follow-up appointment approximately1 week later where a small strand of glue was observed extending into the deep vein. The patient was prescribed anticoagulant medications and a follow-up ultrasound was scheduled.